Event description:
Plaintiff alleges experiencing rhinitis, conjunctivitis, edema, wheezing, tightness in her chest, and an anaphylactic reaction after being exposed to latex exam gloves. She further alleges being diagnosed with a latex allergy. Plaintiff's husband alleges loss of consortium of his wife.